Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that attachment device had bearing damage, damaged/bent nose tube, missing components, and illegible etch. It was determined that the device could not insert cutter and fell apart (unattached). It was observed that due to disproportionate force, the ball bearings were destroyed. The ball bearings had fallen apart and internal parts of the ball bearing were missing. It was further observed that the extension sleeve was massively damaged. It was further determined that the device failed pretest for labeling assessment and cutter insertion. It was noted in the service order that the device had tube and bearing damage. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device falling apart unattached identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).